Manufacturer narrative:
Concomitant medical products: item #00801102024, allen plug, lot #62670892.

Event description:
It was reported that a patient underwent a left hip arthroplasty, subsequently, patient underwent a revision procedure approximately 1 year post implantation due to pain. During the procedure all components were removed and replaced.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Medical products: item #00875305201, trilogy shell w/ cluster holes, lot # 62610222, item #00875101036, longevity neutral liner, lot #62614671, item #00801803601, versys femoral head, lot #62661649. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs have been filed for this event. See associated reports: 0002648920-2017-00134, 0001822565-2017-01402, 0002648920-2017-00369.